Manufacturer narrative:
A ge service rep performed an on site investigation. The camera, power supply, and the generator interface board were replaced. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a communication error and locked up. There was no pt injury or death reported.